Event description:
Customer reported that the pump battery was depleting too fast, which did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to put the pump into storage mode and return it using a pre-paid label, while a replacement pump was provided to ensure uninterrupted insulin delivery with mdi therapy as backup.